Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardiac monitor exhibited lots of pause events caused by undersensing r-waves. Programming changes were made. After the changes, it was noted loss of sensing was dependent on patient position, and when the patient leaned forward, the device undersensed r-waves. The physician elected to monitor at the more sensitive settings. No patient symptoms were reported.